Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿disconnection¿ with a potential root cause of "insufficient adhesive or ID of sample port greater than specified". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: use only saline for pressure measurement. Ensure tubing fluid path is primed so there are no air bubbles. Ensure the iap sampling port is seated tightly to the catheter drainage tubing sampling port prior to use. "

Event description:
It was reported that the device disconnected at the sample port.

Event description:
It was reported that the device disconnected at the sample port.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿disconnection¿ with a potential root cause of "insufficient adhesive or ID of sample port greater than specified". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings use only saline for pressure measurement. Ensure tubing fluid path is primed so there are no air bubbles. Ensure the iap sampling port is seated tightly to the catheter drainage tubing sampling port prior to use. " h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.